Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st ( device #3). A previous was emdr was submitted and a subsequent supplemental emdr with the additional information to represent the bard/davol ventralex (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006:the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ note: this short form is associated with master long form complaint in coordination no. (B)(4), master docket no. (B)(4) which alleges adverse patient outcomes associated with the use of mesh. Addendum per legal complaint no. (B)(4): the following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #1). On (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). On (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #3). The patient is making a claim for an adverse patient outcome against the ventralex (device #1) and two (2) ventralight st (device #2 and device #3). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿